Manufacturer narrative:
Section a2 - age: mean age at the time of surgery was 59.7 ± 10.6 years. Sections a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3: date of event: exact dates not provided. Article acceptance date is september 18, 2025. Section d4 - catalog number: a complete number is unknown, as product serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial numbers were not provided. Section d4: UDI number: unknown, as the serial numbers were not provided. Section d6a - implant date: unknown/ not provided. Section d6b - explant date: not applicable, as lenses remain implanted. Section h3 - the devices were not returned for evaluation as they remain implanted; therefore, a failure analysis of the complaint device cannot be completed. As the serial number is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial numbers were not provided. Citation: reading speed and visual acuity in photopic and mesopic conditions after bilateral implantation of diffractive multifocal intraocular lenses; jascha a. Wendelstein,kevin vallotton,alex ziörjen,maya müller,kamranm. Riaz, seth m. Pantanelli,achim langenbucher, and theo g. Seiler; am j ophthalmol 2026; 281: pp 516¿525. © 2025 the author(s). Published by elsevier inc. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: literature title: reading speed and visual acuity in photopic and mesopic conditions after bilateral implantation of diffractive multifocal intraocular lenses. A prospective randomized controlled trial was done to assess functional visual performance ¿ particularly reading speed ¿ under photopic and mesopic conditions in patients bilaterally implanted with either the at lisa tri 839mp or tecnis synergy dfr00v diffractive multifocal intraocular lenses (iol). A total of 120 eyes of 60 patients underwent bilateral cataract surgery with implantation of either at lisa tri 839mp (n=30 patients) or tecnis synergy dfr00v (n=30 patients) iols. The patients implanted with tecnis synergy dfr00v demonstrated residual refractive error, with mean residual defocus equivalent (deq) of -0.4 ± 0.8 d, spherical equivalent (seq) of -0.06 ± 0.6 d, and cylinder (cyl) of -0.6 ± 0.7 d. In the tecnis synergy group, it was reported that 82% of patients received bilateral laser vision correction (lvc) and 18% underwent unilateral lvc to correct residual refractive errors. A copy of the article is attached to this report.